Event description:
It was reported that the lead had intermittent episodes of undefined impedance and oversensing indicated by a high short interval counts (sic). Both impedance increases and oversensing can be seen with manipulation of the lead. The lead remains in use and will be monitored closely at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).